Event description:
A patient reported that the device's touchscreen was scratched and unresponsive, the wake button was sticking, and the rubber door did not stay shut. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was taken.